Event description:
It was reported that during a lap adjustable band procedure, the device was leaking, possibly due to the stopcock assembly being loose. New device used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/17/2009. Info anticipated, but unavailable at this time.